Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose level at the time was 154 mg/dl, which is within the normal range. Cts informed the customer that some history logs might have been erased but confirmed that the therapy was unaffected. The customer acknowledged and understood, deciding to continue using the pump for insulin therapy.